Event description:
Patient reports their freedom pump, serial number (B)(6), broke. Unknown if patient missed a dose or had an interruption in therapy. It is unknown if patient experienced an adverse event due to product issue. Pharmacy replaced device and return boxes have been sent for the malfunctioning device to be returned. Pump is used with cutaquig sdv medication. Indication: other common variable immunodeficiencies. Unknown if md is aware. No further information, details, or dates provided.